Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the issue but did observe in the log files that the supply voltage failures 10 (5vlr in mv = 608) and 12 ID battery circuit failure which caused the 'battery cannot be charged' message likely due to loss of 5vlr which will disable the charger. 5vlr is routed through the power switch via p6 connector (which may have had an intermittent connection) to the power manager or the power switch within the base which is to be is a known cause. Per data log analysis, on (B)(6) 2019 the system is powered up, and all looks normal. A perfusion screen is opened at 7:46:14 am. At 8:35:57 am the power manager goes missing because it rebooted. There is no indication of why the power manager rebooted. The power manager is put back online after the reboot but it reports two errors. Supply voltage failure 12, 27596 (ID_battery_circuit_failure - vbat in mv) supply voltage failure 13, 952 (ID_battery_power_fail - max startup current in mv). Both of these errors will disable the battery charger and result in the reported message "battery cannot be charged". The system is left powered on overnight and used again on (B)(6) 2019. This is likely when the user noticed the message. Most likely the reboot triggered the power manager to do its initial startup checks. Since the battery was being charged in float when the reboot occurred the battery voltage was higher than at a normal power up. The high battery voltage triggered the initial supply voltage failure 12. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on may 7, 2019, the heart lung machine (hlm) power was cycled, without any battery messages and was set up and primed without issue for a cardiopulmonary bypass (cpb) procedure. During the cpb procedure the central control monitor (ccm) gave a message about the batteries not being charged. The power manager light emitting diode (led) was solid green, along with the battery icon notifying the user of green status. According to the information available, the battery message began to flicker fast on the ccm, but no additional changes in the power of the system. The team did not loose alternating current (ac) power, and the case was successfully. Finished without incident. There was no harm or blood loss associated with the battery status messaging. Service was able to exchange the power manager after the procedure on (B)(6) may.

Manufacturer narrative:
The field service representative (fsr) spoke to the perfusionist on 7-may-2019 and was able to gather information that the power manager was solid green as well as the battery symbol in the ccm. The battery message began to flicker very fast but no changes to the unit. The next day, fsr arrived at the facility and logs were downloaded. It was shown in the logs that the power manager had rebooted. Fsr replaced the power manager. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a message that the batteries were not charged. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.